Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The account alleged the brakes will not stay engaged, brakes would pop out of brake mode if the bed was pushed. No patient impact.